Manufacturer narrative:
(B)(4).

Event description:
Clinic trial patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the clinic trial patient experienced a hardware failure. Dexcom technical support advised the clinic trial patient to reset the device on (B)(6) 2014. Clinic trial patient did not report any injury or medical intervention at the time of contact with dexcom technical support.